Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision of tape, urethrolysis, and cystoscopy on (B)(6) due to pelvic pain. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to chronic pelvic pain, dyspareunia,sui and adhesions. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of sling from vagina and vaginal reconstruction on (B)(6) 2012 due to pelvic and vaginal pain and decreased urinary flow. (B)(4).

Manufacturer narrative:
It was reported that due to chronic pelvic pain, adhesions, dyspareunia and decreased urinary flow, the patient underwent a procedure to remove/excise the mesh along with a complex vaginal reconstruction on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.